Event description:
Olympus was reported that during a procedure, the subject device broke. The subject device was first use. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that the physician felt something was wrong and the subject device was replaced. After a procedure, the physician cleaned the body cavity with the saline and confirmed that there was no a pin inside the body by x-ray. The subject device was returned to olympus medical systems corp (omsc) for eval. It was confirmed that one of two pins, which connected between the shaft and a jaw, was detached and the other pin was not detached. The jaw was slightly bent in the direction of the probe. The pad was severely worn, metal portion of the jaw was exposed, and some scratches in the probe were noted. The mfg history was reviewed, with no irregularities noted. Based on the result of eval, we consider that since the subject device was dropped or the strong force was applied to the jaw in the direction of opening outside the body at reprocessing, for example, the pins were damaged. In addition, the physician unawarely continued to use the subject device and the pin broke off. The pin was suctioned or fell off outside the pt during cleaning the pt body cavity. The severe worn pad occurred due to activating output when nothing was grasped between the probe and jaw. Some scratches in the probe occurred due to activating output during contacting the metal or hard objects. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.